Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the battery gauge was fluctuating. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for 30 minutes. The customer declined tandem technical support to follow-up regarding the reported issue. Customer¿s blood glucose value was 70 mg/dl.